Manufacturer narrative:
One used admin set was received for evaluation. Visual and functional testing were performed. There was leakage from the bond area distal to the check valve. The reported complaint of leakage can be confirmed. The probable cause is unknown. A DHR lot # review could not be conducted because no lot number was identified.

Event description:
It was reported that involving the admin set, standard/smallbore w/clave¿ that while injecting via the bi-directional valve of the standard admin set infuser, there was a leak at the upper non-return valve but they were able to continue the procedure by maintaining the system with adhesive tape. There was patient involvement and no harm reported.